Event description:
Pt reported experiencing erratic blood glucose levels. Pt feels the device is to blame for the erratic blood glucose. Note: pt is currently taking antibiotics. No treatment was received.